Event description:
The customer reported that following a diagnostic catheterization in 2000, a vasoseal es was deployed. During deployment, little or no resistance was felt when the j segment of the temporary arteriotomy locator was engaged. A second attempted to engage the j segment was made and resistance was felt. The dilator was advanced and then the sheath. The j segment was retracted and then the dialator and locator were removed. No resistance was felt when the collagen was deployed. Within five mins after deployment, the pt's leg was mottled and pulseless. The pt was taken to surgery and a cut-down of the right femoral artery with an embolectomy was done to remove collagen from the artery. A suture/closure of the right femoral vein was also performed. Pulses returned to the right lower extremity. Over the next three days a total of four units of packed red blood cells were given to treat how hemaglobin/hematocrit. No further complications were reported.